Event description:
It was reported that there was leakage from cadd medication cassette 100ml, during preparation. No patient injury was reported.

Manufacturer narrative:
Visual inspection was performed on three pictures received. Picture one shows the packaging of the cassette product. Picture two shows a cassette product inside in a plastic bag. Picture three shows a cassette product inside in a plastic bag with water, no leak points detected. The complaint is not confirmed. No root cause could be determined since the complaint was not confirmed. No actions taken were performed since the complaint was not confirmed. A device history review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08127 is no longer considered reportable, please disregard any MDR reports associated with it.